Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service provider inspected the device and found the reported issue. They performed the extended self-test (est) and the unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and was able to verify the reported issue. Se performed the extended self-test (est) and he could not duplicate the reported issue. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.